Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the issue was bad power connection for bay 0. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse resolved the issue by implementing fco 72200567. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.